Manufacturer narrative:
The date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of separate issue. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, e315 (communication error) was observed, and the most likely cause was damage to the charge coupled device. In addition, c-cover and nozzle foreign objects was observed and the most likely cause was not identified. There was no patient involvement.